Event description:
It was reported that the drive support cap of the insulin pump was sticking out and had a crack. The customer had not pressed the cap. They were unaware of how the damaged had occurred. The customer's blood glucose was 154 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with loose/protruded drive support disk, cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.